Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis with no allegation against the device. The drug being delivered and the indication for use were not reported. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Eval code- should have been reported at initial review. The code has been updated. Interrogation of the pump found that it was delivering 20 mg/ml hydromorphone at 2.764 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-mar-12. It was reported that the reason for pump explant was battery depletion. Eri (elective replacement indicator) was "1 month at explant." The patient's weight was also reported. There were no further complications reported/anticipated.